Event description:
It was reported that during preparation for a diagnostic procedure, the subject device was found to have a cut in the cord, rendering the camera head non-functional. The cut appears to be a small slice. The procedure was completed with a similar camera head, with no surgical delay or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found lines appearing on the image due to a faulty charge-coupled device. Based on the investigation results, the most probable cause of the complaint is traced to component failure. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.